Event description:
A customer observed multiple, unexpected, vitros valp quality control results on a vitros 5600 integrated system. The following results were obtained: qc fluid biorad 1 = 13.07, 13.16, 12.78, 14.34, 38.01, 37.67, 38.08, 37.59 vs. An expected result = 27.17 ug/ml; qc fluid biorad 2 = 78.31, 81.57, 73.49, 74.65 vs. An expected result = 113.22 ug/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, unexpected, vitros valp quality control results were obtained on a vitros 5600 integrated system. Acceptable vitros valp performance was obtained after the affected reagent packs were stored on-board the vitros 5600 system over time. The investigation was unable to determine a definitive root cause for this event. However, improper vitros valp reagent pack storage/handling or a reagent issue related to the valp reagent packs in question cannot be ruled out as potential contributing factors. There was no evidence that an instrument related issue contributed to the event.